Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer logged in to mql and cabinet and found no medication were stocked in and the cabinet had not been stocked since 2023. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a communication issue. The customer stated that when trying to issue medication it's not in patient profile. The pharmacy person called, stating it's not on list in mql. They use framework to mql. There were no adverse events or injuries reported based on this event.